Event description:
Same event as MFR report number 3005188751-2012-00215. It was reported the hemostasis valve of an 8f swartz braided slo introducer broke in half while maneuvering. Following normal preparation of 8f swartz braided slo introducer for an af ablation procedure, the dilator was inserted into the sheath and inserted into the pt's right atrium via the right femoral vein along a guidewire; there were no issues noted. While maneuvering the introducer and dilator in the right atrial the hemostatic valve suddenly broke in half. The guidewire was left in the pt's right femoral vein and the swartz introducer was removed and exchanged for a new introducer. There were no pt complications.

Manufacturer narrative:
(B)(4). Preliminary visual inspection revealed a separation occurred in the hub. The separation occurred at the top of the headed portion of the sheath tube within the hub. The sheath tube was visible with exposed braid wire noted from within the sheath tube. Review of the device history record confirmed this device met manufacturing requirements prior to shipment. This device is awaiting further evaluation. If additional relevant info is obtained during investigation, a supplemental report will be submitted.